Event description:
The customer's husband reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 484 mg/dl. The necessary supplies were not available at the time of the report to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.